Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'normally take 30 minutes but it took only 15 minutes' was unable to be confirmed during evaluation. Flow accuracy was performed on the device at 10ml/hr and 125 ml/hr. The results were passing with -2.0475% and -1.9104% respectively. From the reported verbiage "she set the rate to 200 ml/hr, and it was 100 ml" the device was set to the wrong rate and over infused. No fault was with the device. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a primary bag of bicarbonate, and then they infused 2 antibiotics, cefriaxone and metronidazole with the primary bag in between for an hour. The nurse set the rate to 200 ml/hour, and it was 100 ml that they were trying to infuse, which would normally take 30 minutes but it took only 15 minutes. The pumps were beeping that they were out of fluid before the nurse even left the room. There was no known patient injury or medical intervention associated with this event. No additional information is available.